Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the nurse was passing the suture to the surgeon, then they noticed that the device's thread was broken. There was no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one partial suture and one needle. It was observed that the needle was attached to the suture. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were received, tensile test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse was passing the suture to the surgeon, then they noticed that the device's thread was broken. They used another device to complete the case and resolve the issue. There was no injury reported.